Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pump error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that the rn was attempting to turn on the alaris pump but it kept saying "error" and would not turn on. The pump was taken out of service. There was no report of any patient harm. Biomed found no issues.